Event description:
The patient reported that they had been unable to download data from their neurostimulator since (B)(6) 2024. Last interrogation on (B)(6) 2024, verified the battery voltage was 3.0v. The patient has indicated that there was no recent trauma, surgery, or MRI that could have contributed to this issue. During an appointment on (B)(6) 2025, the healthcare provider was unable to interrogate or program the device, there was no signal detected. The neurostimulator was replaced on (B)(6) 2025. The patient confirmed that they did not undergo an MRI, surgery, or experience any head trauma. Neuropace's review of the device sessions revealed no signs of product malfunction. Neuropace is pending return of the explanted device.

Manufacturer narrative:
(B)(4). Neuropace is pending release and return of the explanted device.